Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a documented nadir of 42 mg/dl, persisting for approximately 20¿40 minutes, despite prior settings adjustments and low alerts from the device, and the user elected to return to multiple daily injections. Symptoms included dizziness and shakiness. Outcomes included self-treatment with oral glucose tablets without the need for assistance or professional medical intervention. Investigation included a review of the event based on user report and internal clinical support history. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that a device-related malfunction could not be confirmed and the user discontinued use by returning the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.